Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were noise and short intervals noted on the right ventricular (rv) lead. It was also noted that the bipolar impedance at implant was 818 ohms and the current bipolar impedance was 485 ohms. The lead remains in use. No patient complications have been reported as a result of this event.